Manufacturer narrative:
Correction; b1; adverse event only. No reported information of a product malfunction.h6: the quality investigation is complete. H3 other text : product used in patient.

Event description:
It was reported that one week post functional endoscopic sinus surgical procedure, two patients presented with an inflammatory response. This report addresses one of the patients. No further information was provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that one week post functional endoscopic sinus surgical procedure, two patients presented with an inflammatory response. This report addresses one of the patients. No further information was provided.